Event description:
The customer experienced bleeding and pain after inserting the abbott diabetes care (adc) device. As a result, a third-party removed the device, cleaned the area with alcohol, applied heparin gel, and applied a gauze. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.